Event description:
It was reported that the patient complained of feeling tired and not having enough energy, and that there was high threshold. The rv (right ventricular) capture safety margin was reprogrammed, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419488 implantable pacing lead: (B)(6) 2010. 6725 implantable lead adaptor: (B)(6) 2010. 6944-65 implantable tachy lead: (B)(6) 2010. (B)(4).